Event description:
A complainant reported the patient was on impella cp support. While on support, the patient had cardiac arrest after impella out from left ventricle, extracorporeal membrane oxygenation was required. After 24 days running the impella cp blocked, physicians couldn't restart it after three attempts. The impella was explanted and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high-risk cpi. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation has been completed. The pump was not returned for investigation. Data logs were not returned as well. Without the data logs and pump, the failure could not be further investigated. Therefore, the root cause of the pump stop issue was not determined since the product was not returned and data logs were not available as well. The pump was used for 24 days which is over the design life of the impella cp pump. Therefore, this is misuse of the pump. Clinical details are very limited about the access site bleeding issue. Bleeding/hematoma was managed by unplanned intervention. Therefore, the root cause of the access site bleeding-major issue was not determined since the product was not returned and insufficient clinical information was provided. The root cause of the cardiac arrest was unable to be determined due to insufficient clinical details. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.5 revised to include an additional adverse event that was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25415. E.1 revised address line 1 and 2 as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25415. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25415 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 revised to include an additional health effect - clinical code and health effect - impact code that were inadvertently omitted from manufacturer device report number 1220648-2025-25415. H.10 instructions for use for the additional adverse event that was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25415 were added.

Event description:
It was reported that there was bleeding/hematoma that was managed by an unplanned intervention.

Manufacturer narrative:
As noted in the impella instructions for use: impella cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ b.5 revised to include an additional information that was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25415. H.6 revised to include additional health effect - clinical codes, health effect - impact code, and medical device problem code that were inadvertently omitted from manufacturer device report number 1220648-2025-25415. H.10 instructions for use for the additional adverse events that was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25415 were added.

Event description:
Additionally, the patient had a fever that was suspected to be from sepsis. Antibiotics were started. The cause of the sepsis is unknown.